Event description:
It was reported that during a trial, the pathealthcare provider gave the patient too much morphine and her kidneys ¿wouldn¿t work¿, so a catheter was put in. It was noted that ¿it was slow, but they started working again¿. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).